Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and indicated that quality controls were within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call and found no issue. The cse replaced an index pin, spring for index pin, and index mechanism to repair an issue with the ring movement on the instrument. The customer indicated that were no discordant results since the service visit. The cause of the discordant, falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated troponin I-ultra (tni-ultra) result was obtained on a patient sample on an advia centaur xp instrument. The initial result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument and an alternate advia centaur instrument, resulted lower. The second repeat result, obtained on the alternate instrument, was correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high troponin results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00325 on 24-aug-2018. Additional information (21-sept-2018): siemens further investigated the event and determined that all calibrators and quality controls were recovering within specifications. Siemens resolved the issue by replacing several components on the instrument, but there is no indication that the parts replaced contributed to the discordant results. The instrument is performing within specifications. No further evaluation of the device is required.